Manufacturer narrative:
The explanted device was not returned to bsn as it was kept by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was having low impedances and was experiencing cramping sensation after the bsn representative reprogrammed the patient. It was also reported that the patient was experiencing rib pain. X-ray was taken and revealed that the patient's lead slipped out the epidural space and the cause was unknown. The patient underwent a revision procedure wherein the lead was replaced. The patient was doing well postoperatively.